Manufacturer narrative:
At this time, the product has not been returned and it is unknown if it will be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.